Event description:
Boston scientific received information via the patient's remote home monitoring system that the right ventricular (rv) lead displayed a low shocking lead impedance (sli) measurement of 0 ohms. Boston scientific technical services (ts) discussed low shock impedance and recommended a patient check due to possible electromagnetic interference (emi) and perform isometrics as well as impedance measurements to see if can invoke changes. Additional information obtained indicated that the cause of the oor sli was not determined and there were no other clinical observations associated with the impedance issue. Full device check was performed during clinic testing and found measurements to be within normal range. The clinic will continue to monitor the patient. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.